Event description:
It was reported that es2 blockers coming out of screw head post-operatively.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the mantis redux blocker disengagement from the screw was confirmed via x-ray images. The device remains implanted in the patient. The asymmetrical indentation pattern, the minimal rod curvature, and the variable tulip height between adjacent levels, as seen in the x-ray images, suggest that insufficient engagement of the rod is the most likely cause of the reported issue. Ideal rod engagement implies that the rod lays flat in the screw tulip and there is sufficient rod length for equal engagement on both sides of the blocker especially at the ends of the construct. The blocker can then be torqued to 12nm to final tighten the construct. Conclusion: the cause of the failure is believed to be user error.

Event description:
It was reported that es2 blockers coming out of screw head post-operatively.